Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device triggered a lead safety switch for an out of range measurement. Thresholds were noted to be appropriate. Sensing was changed from automatic gain control to fixed; rvac was turned off. The system will continue to be monitored. There were no adverse patient effects reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Additional information was received that approximately one and a half years later a revision procedure was performed due to high out of range pacing impedance measurements for the rv lead that were greater than 2000 ohms. During the procedure the rv lead was explanted and replaced. The pacemaker remained in service and no additional adverse patient effects were reported. The complete lead was returned in two segments. Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured at 17.5 cm from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue.